Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. According to the customer, the infusion device stopped delivering the basal rate as glucose levels had risen and could only be decreased by using insulin pens.